Event description:
Customer reported getting high readings from their freesytle meter. Comparison tests were performed with the freestyle meter. The results were 194 mg/dl, 180 mg/dl and 169 mg/dl. Precision testing was performed at the time of the initial call and results were 208 mg/dl, 259 mg/dl and 192 mg/dl the results differ by more than 20% and therefore, meet the manufacturer's definition of a malfunction.